Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00678; 509-01-036, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patiented presentet post op with complaints of pain. Surgeon opted to revise and remove some components.